Event description:
Pt was revised to address hip pain. There was no bone ingrowth on the cup and milky fluid was present in the joint space.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.